Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2011-10347. The pt received the scs system on (B)(6) 2011. It was reported the pt was experiencing pain between her shoulder blades. The pain is present whether stimulation is turned on or off. The physician reported that the pain is not device related and the scs system is functioning as it should; however, the pt believes the pain is device related and has requested the entire system be removed. A date for the procedure has not been set.